Event description:
A hydra jag was used for a therapeutic ercp. During the procedure, the guidewire coating peeled where the wires are fused together. The wire was pulled back and the procedure was then completed.